Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings. The surgeon was able to complete the procedure with the instrument. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/18/1998- supplemental report #1 sent to FDA. Device not available for evaluation.